Event description:
It was reported that the ilet did not charge on the provided charging pad in multiple locations, with the pad¿s indicator light turning green then turning off or blinking, and the ilet successfully charged on a third-party pad, indicating a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care provided remote troubleshooting. Investigation of this case revealed a power source problem associated with the charging function and the battery charger component, consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.